Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model#: sc-4316, lot #: 18743795, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a skin infection over the ipg site and they did not want to risk the infection expanding. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that no further information can be obtained.

Event description:
A report was received that the patient had a skin infection over the ipg site and they did not want to risk the infection expanding. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the infection was not related to the initial stimulator placement.

Event description:
A report was received that the patient had a skin infection over the ipg site and they did not want to risk the infection expanding. The patient underwent an explant procedure. No device malfunction was suspected.